Event description:
The patient developed dark spots immediately after their second tx. The spot on their left side opened up and developed into an ulcer.

Manufacturer narrative:
A review of system data was performed and found no issues with the device that cause the adverse event.